Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their c501 analyzer for 5 patients. The discrepant results were reported outside the laboratory. The customer repeated the samples because the physician questioned the low results. The samples were repeated on (B)(6) 2013. Patient one had an initial sodium result of 129 mmol/l. The repeat result was 137 mmol/l. Patient two, a (B)(6) male, had an initial sodium result of 116 mmol/l. The repeat result was 122 mmol/l. Patient three, a (B)(6) male, had an initial sodium result of 134 mmol/l. The repeat result was 143 mmol/l. Patient four, a (B)(6) old female, had an initial sodium result of 129 mmol/l. The repeat result was 140 mmol/l. Patient five, an (B)(6) old male, had an initial sodium result of 118 mmol/l. The repeat result was 128 mmol/l. The repeat results were considered correct. There were no reports of any adverse events. The sodium electrode lot number was r95. The expiration date was requested but not provided. It was noted after the event that the calibration was high. It was noted that the recommended daily quality controls were only run in the middle of the event and the results were low. Calibration and quality controls were performed before repeating the samples and were ok.

Manufacturer narrative:
This event occured in (B)(6).